Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migrated outside the pelvis to the l4 level on the right side / migrated into intestines") in a female patient who had essure (batch no. 709953) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 31 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and uterine cervical laceration ("cervical laceration"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and pelvic pain ("pain"). The patient was treated with surgery (salpingectomy (bilateral removal of the fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, depression, anxiety, weight increased, pelvic pain, vaginal haemorrhage, menorrhagia and uterine cervical laceration outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, uterine cervical laceration, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2010: failure to occlude tubes / device migration most recent follow-up information incorporated above includes: on (B)(6) 2018: lab data, essure lot number (709953) and events abnormal vaginal bleeding, menorrhagia and cervical laceration added. She underwent salpingectomy - bilateral removal of fallopian tubes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migrated outside the pelvis to the l4 level on the right side / migrated into intestines") in a 31-year-old female patient who had essure (batch no. 709953) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced abdominal pain ("abdominal pain on right side"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 31 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and uterine cervical laceration ("cervical laceration"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and pelvic pain ("pain"). The patient was treated with surgery (salpingectomy (bilateral removal of the fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, depression, anxiety, weight increased, pelvic pain, vaginal haemorrhage, menorrhagia, uterine cervical laceration and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, uterine cervical laceration, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: failure to occlude tubes / device migration at the end of the procedure, the right cornua had 0 visible coils and the left cornual had 2 visible coils. A successful placement occurred. Bilaterally. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received- new event abdominal pain on right side and new reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migrated outside the pelvis to the l4 level on the right side / migrated into intestines") in a 31-year-old female patient who had essure (batch no. 709953) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("abdominal pain on right side").on (B)(6) 2010, 2 months 31 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and uterine cervical laceration ("cervical laceration"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and pelvic pain ("pain"). The patient was treated with surgery (salpingectomy (bilateral removal of the fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, depression, anxiety, weight increased, pelvic pain, vaginal haemorrhage, menorrhagia, uterine cervical laceration and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain, uterine cervical laceration, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: failure to occlude tubes / device migration at the end of the procedure, the right cornua had 0 visible coils and the left cornual had 2 visible coils. A successful placement occurred. Bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and pelvic pain ("pain "). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, depression, anxiety, weight increased and pelvic pain outcome was unknown. The reporter considered anxiety, depression, device dislocation, pelvic pain and weight increased to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.